Manufacturer narrative:
(B)(4). Evaluation summary: the visual inspection of the instrument displayed no abnormalities. Further visual inspection of the cartridge noted that the single use loading unit (sulu) displayed full complement of staples. Additionally, microscopic inspection of the knife blade displayed no damage. The sulu was reloaded into the instrument. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. The returned product was found to meet specifications as received by medtronic and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the device cut the rectum, but no staples came out of the device. The surgical field became contaminated because the colon was open. The account had to prescribe antibiotics for the patient. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). The product was received for evaluation on 1/5/2016.